Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips field service engineer (fse) evaluated the device and found that the speaker was not functioning optimally. A new speaker was obtained from the customer and replaced. Functional checks were performed with positive results. The system was left ready for clinical use. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating there was degradation of the speaker's performance and a new speaker was required. The device was in use at the time of the event. No adverse event occurred.